Event description:
During unpacking of the thermogard xp ivtm system sn (B)(6) for installation at the customer site, the zoll territory manager detected loose items in the display head and could hear a rattling sound from the display head. Also, a washer fell out of the display head. No patient involvement.

Manufacturer narrative:
During device installation at the customer site, zoll detected loose items in the display head and could hear a rattling sound from the display head of the thermogard xp ivtm system sn (B)(6). The display head (lot #182409) was returned to the zoll germany service depot, and upon inspection, noted four screws of 3 button boards, including washers, were loose inside the display. The display head was replaced to address the observed issues. No other physical damages were noted. Upon fixing the screws and washers, the returned display head (lot #182409) passed all the testing and was returned to zoll service stock for future use. Upon replacing the display head, the thermogard system was installed at the customer site, and the system passed all the functional tests with no issues.